Event description:
It was reported that the insulin cartridge could not be removed from the ilet despite the user performing a rewind and confirming no connections, and a replacement device was issued with instructions for shutdown and return. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and coordination for return shipping to avoid warranty impact. Investigation included customer service troubleshooting and collection of device use information, with guidance to sync data, shut down the device, and proceed through standard startup on the replacement device. Investigation of the returned device revealed no mechanical or user-interface issue with the cartridge removal function of the pump¿s cartridge component, with no alarms reported and no clinical sequelae.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.